Manufacturer narrative:
This report is submitted on november 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [97719 device analysis report.pdf]

Event description:
Per the clinic, on (B)(6) 2017, during attempted insertion of the electrode array, the alignment marker allegedly broke away from the sheath and subsequently, the surgeon removed the electrode and the sheath. The initial device was discontinued and the surgeon proceeded to successfully implant the patient with the backup cochlear implant. There was no report of patient injury associated with this event.